Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side pain and ¿I do not want to continue living with the fear of getting cancer. If I knew that there would be such a risk I would never have implanted them on my body. I cannot live with this fear and insecurity." Patient underwent an examination and it showed "contracture and it seems to be turned too". The device remains implanted.